Manufacturer narrative:
Device passed the self test, displacement test and displacement accuracy test. Device passed the delivery accuracy test at 0.08545 inches. No missing segments/partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was 217 mg/dl. The customer stated that the display screen of the insulin pump was unclear and the customer could not see the details on the display screen of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for the analysis.